Event description:
The patient was experiencing increased pain. The pump had significant volume discrepancies on several occasions at refills. A dye study was done. The catheter aspirated easily when they entered the pocket. At explant the expected volume was 27 ml which matched the actual volume of 27 ml. The pump was replaced. The patient status was reported as ¿alive-no injury.¿ the device system was delivering morphine. On (B)(6) 2014, it was reported that the patient seemed to be getting therapy.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found no anomaly. Conclusion code and result code are no longer applicable for this event.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.